Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument, performed troubleshooting procedures and determined the obstructed pump, probe wash, bellows type (rohs). The replacement of the pump, probe wash, bellows type (rohs), which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the pump, probe wash, bellows type (rohs). A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the architect c4000 serial number (B)(6), or the pump, probe wash, bellows type (rohs).

Event description:
The customer observed falsely elevated magnesium results from alinity c processing module on multiple patients. The results provided were: on (B)(6) 2026 sid (B)(6): 59 yrs old female: initial=7.5 mg/dl /repeated=1.5mg/dl. On (B)(6) 2026 sid (B)(6): 80 yrs old male: initial=6.9 mg/dl /repeated=1.8 mg/dl. Customer reference range for magnesium=1.6 to 2.6 mg/dl; critical range=< 1.0 or > 5.0 mg/dl. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated magnesium results from alinity c processing module on multiple patients. The results provided were: on (B)(6) 2026 sid (B)(6): 59yrs old female: initial=7.5 mg/dl /repeated=1.5mg/dl. On (B)(6) 2026 sid (B)(6): 80yrs old male: initial=6.9 mg/dl /repeated=1.8 mg/dl. Customer reference range for magnesium=1.6 to 2.6 mg/dl; critical range=< 1.0 or > 5.0 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.